Event description:
Updated case details: it was reported that the patient was admitted with typical chest pain and sent to the cath lab for treatment of the left anterior descending (lad) artery with long disease. Pre-dilatation was performed with residual stenosis less than 40%. A xience xpedition 2.25mm x 28mm was deployed distally and a 2.5mm x 28mm implant was deployed proximally with 1mm overlapping of the xience xpedition. Post-dilatation was done using a trek 3.0 x 20mm where the xience xpedition showed over expansion at both edges. An artery rupture took place in two places, first at the overlapping area, and the second rupture at the distal part of the xience xpedition. Pressure went down dramatically and flow was obstructed. A graftmaster was advanced but failed to cross through the absorb which caused a clinically significant delay in procedure. A non-abbott drug eluting stent (3.00 x 20) was deployed to cover both rupture sites. Bleeding was stopped and flow was retained. The patient was stabilized and admitted to the hospital for 1 night in the coronary care unit for another 24 hours observation in the wards. The patient left the hospital on (B)(6) 2014, two days post procedure, which was considered prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient was admitted with typical chest pain and sent to the cath lab for treatment of the left anterior descending (lad) artery with long disease. A xience xpedition 2.25mm x 28mm was deployed distally and a 2.5mm x 28mm implant was deployed proximally with 1mm overlapping of the xience xpedition. Post-dilatation was done using a trek 3.0 x 20mm where the xience xpedition showed over expansion at both edges. An artery rupture took place in two places, first at the overlapping area, and the second rupture at the distal part of the xience xpedition. A graftmaster was advanced but failed to cross through the 2.5x28 mm implant. A non-abbott drug eluting stent (3.0 x 20 mm) was deployed to cover both rupture sites. Bleeding was stopped and flow was retained. The patient left the hospital today. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience xpedition referenced, is being filed under a separate medwatch MFR number.